Event description:
It was reported that after successfully deploying the stent, it was allegedly identified that the tip of the shaft detached in the patient. It was further reported that the detached fragments were removed from the patient, however 1-2mm of the fragment remains in the patient as the healthcare professional decided that it would not cause injury to the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample a break of the inner catheter at the distal end could be confirmed. The system was returned in activated state without stent as the stent had been released inside patient. The distal end of the inner catheter was found fractured and the fractured distal end including tip was not part of the sample return. Reportedly, detached fragments were removed from the patient but these fragments have not been returned so that the size of the patient remaining fragments could not be determined. The stent housing was found with bulges which may indicate tortuous configuration. An indication for a process related issue could not be found. Based on the information available a definite root cause for the event reported could not be identified. Labeling review: in reviewing the relevant IFU the potential issue was found addressed. The IFU states: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The IFU further states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' In regards to deployment force the IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' The lifestent 5f vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de novo or restenotic lesions in the native superficial femoral artery (sfa) and popliteal artery.

Event description:
It was reported that after successfully deploying the stent, it was allegedly identified that the tip of the shaft detached in the patient. It was further reported that the detached fragments were removed from the patient, however 1-2mm of the fragment remains in the patient as the healthcare professional decided that it would not cause a health hazard to the patient. There was no reported patient injury.

Manufacturer narrative:
H10: this supplemental emdr is being submitted to indicate an off-label use identified upon review of the file on 03/19/2019. Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary:based on the investigation of the returned catheter sample a break of the inner catheter at the distal end could be confirmed. The system was returned in activated state without stent as the stent had been released inside patient. The distal end of the inner catheter was found fractured and the fractured distal end including tip was not part of the sample return. Reportedly, detached fragments were removed from the patient but these fragments have not been returned so that the size of the patient remaining fragments could not be determined. The stent housing was found with bulges which may indicate tortuous configuration. An indication for a process related issue could not be found. The reported application represents an off label use of the device. However, based on the information available a definite root cause for the event reported could not be identified. Labeling review: in reviewing the relevant IFU the potential issue was found addressed. The IFU states: 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The IFU further states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' In regards to deployment force the IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' The lifestent 5f vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de novo or restenotic lesions in the native superficial femoral artery (sfa) and popliteal artery.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified.

Event description:
It was reported that after successfully deploying the stent, it was allegedly identified that the tip of the shaft detached in the patient. It was further reported that the detached fragments were removed from the patient, however 1-2mm of the fragment remains in the patient. There was no reported patient injury.